Manufacturer narrative:
(B)(4). Engineering analysis confirmed the device is depleting at a normal rate and should meet expected longevity. No system changes performed. Device currently remains implanted and in service.

Event description:
Boston scientific received information that during a routine device follow-up interrogation, this implanted pacemaker illustrated a remaining battery life not as expected. The previous follow-up one year prior, had exhibited a remaining battery life of 5 years; however, to date, the device is showing 3 years. The physician contacted boston scientific for a longevity assessment. No adverse patient effects were reported and to date, the device remains implanted and in service.